Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation and historical data, reasonably known information suggests probable causes such as damage or deterioration of parts due to wear and tear, without any design or manufacturing issue. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the bronchofibervideoscope had a degraded image quality, there was filament-like lines that appeared on the screen. The event occurred during installation. There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Corrected fields: h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: significant breakages at the light guide bundle. A root cause could not be identified. Based on the results of the investigation, regarding the degraded image quality and lines on the screen, the cause was due to significant breakages at the light guide bundle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.